Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive due to the state of the returned sample. One photograph of a 5 fr single lumen powerpicc was returned for evaluation. An initial visual observation of the photograph showed a stiffening stylet and t-lock were inserted in the catheter, and the stylet appears to have been pulled out of the t-lock slightly. The red warning hang tag was present on the stylet, and no damage or obvious evidence of use was observed on the catheter in the returned photograph. While it was not possible to confirm the alleged leak or identify the root cause(s) of the reported event from the returned photograph, possible causes of a leak include sharp instrument damage, over-pressurization, and excessive tensile (pulling) force. A lot history review (lhr) of reds3424 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was leaking in the catheter extension. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reds3424 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was leaking in the catheter extension. No other information was provided.